Event description:
During preparations for a routine device exchange procedure, episodes of noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. During the device exchange procedure, no abnormalities were visibly observed on the ra lead. No intervention was performed at this time. The patient was in stable condition.